Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer experienced an application crash, during an implant procedure. The application was closed and restarted. It was noted that the programmer was used to successfully complete the procedure, without recurrence of the issue. The programmer remains in use. No patient complications have been reported as a result of this event.